Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having issues with their stimulator because it just didn¿t seem to be holding a charge and the patient was not sure if it was something they were doing. They stated that it seemed like they had to charge more often than once or twice a week. The patient stated since the problem started it just seemed to hold the charge for less and less each time. It was reported that prior to the call today the patient called their managing healthcare provider¿s (hcp) office and was told to call the manufacturer. The patient had not recently been programmed, switched to a new group or had the need to increase parameters. It was reviewed how programmed parameters affect recharge intervals. The patient indicated that they charged their ins to 100 percent full. The patient was redirected to follow-up with their hcp to discuss their concern with charging frequency and to determine if this was normal based on their programmed settings and use. It was reviewed that the hcp could contact a manufacturer representative (rep) for assistance. The patient stated they had an appointment scheduled for monday. No symptoms were reported. The event began probably three months ago in 2018. No further complications were reported/anticipated.